Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, non-sustained rv oversensing episodes were revealed, technical support suggests they were caused by myopotentials. The device was reprogrammed to resolve the issue. The patient is doing well.